Event description:
It was reported that the patient presented remotely via merlin.net. The atrial lead exhibited noise which could be reproduced. The patient would continue to be monitored. No patient symptoms or intervention were reported.